Event description:
It was reported that ventilator failed flow sensor calibration after patient was placed on ventilator. Ventilator was removed from service. Manufacturer was notified and a field service technician evaluated the ventilator. Reportedly, flow sensor calibration issue could not be replicated. Ventilator placed back into service. No harm to patient.